Manufacturer narrative:
During follow-up, the patient said she didn't think the ultra14 catheter contributed to her recent uti, and she noticed no defects or malfunction with the ultra14 units. She did not want to provide details of the uti.

Event description:
Intermittent catheter patient (user) said she is currently being treated for a urinary tract infection (uti) concurrent with catheter use.